Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available a definite root cause for the reported event could not be determined. However, the manufacturing history records of this lot were reviewed with special attention to the manufacturing and inspection of this product. Based on this review the products of this lot were found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation and photos were not provided which leads to inconclusive results. No indications of a manufacturing related cause were identified. Based on the available information and as neither sample nor photos were provided, the investigation is closed with inconclusive results for outer sheath fracture and partial stent deployment. A definitive root cause for the reported event could not be determined. The intended use of the device to treat aneurysm indicates an off label use. Labeling review: a review of the relevant labeling confirmed that the instructions for use (IFU) adequately address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding device preparation, the IFU states prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. For required materials, the IFU specifies the need for an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire. Packaging symbols indicate an 8f introducer and a 0.035 guidewire. The IFU also notes pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. The IFU states that the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries and the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using the fluency stent graft. It was reported that during the procedure, the fluency stent allegedly failed to fully open the distal braided sheath appeared to break, resulting in only partial stent expansion during the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation; the stent graft was partially deployed. There was heavy elongation of the outer sheath, and the outer sheath was broken at the proximal end immediately distal to the swivel nut exposing the inner lining which leads to confirmed results for partial deployment and outer sheath break. No indications of a manufacturing related cause were identified. In this case, it was reported that an 8f introducer was used for access, the tracking vessel was neither tortuous nor calcified, the lesion was not pre dilated because of aneurysm, and the device was flushed before use. A manufacturing root cause was considered. However, the manufacturing history records of this lot were reviewed with special attention to the manufacturing and inspection of this product. Based on this review the products of this lot were found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed results for outer sheath break and partial stent graft deployment. A definitive root cause for the reported event could not be determined. The intended use of the device to treat aneurysm indicates an off label use. Labeling review: a review of the relevant labeling confirmed that the instructions for use (IFU) adequately address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding device preparation, the IFU states: prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. For required materials, the IFU specifies the need for an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire. Packaging symbols indicate an 8f introducer and a 0.035 guidewire. The IFU also notes: pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. The IFU states that the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries and the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. D9, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using the fluency stent graft. It was reported that during the procedure, the fluency stent allegedly failed to fully open the distal braided sheath appeared to break, resulting in only partial stent expansion during the procedure. There was no reported patient injury.